Event description:
It was reported that following a deep brain stimulation implant procedure, the lead was noted to have retracted from the initial target by 12 millimeters. There was no stimulation benefit due to the lead migration. The patient was taken back to the operating room where the burr hole cover was re-opened and the lead was pushed back to the target. The lead remains implanted in the patient. The patient was doing well post-operatively.